Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 15x1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, during the first inflation at 912 kilopascal, the balloon ruptured. The device was removed together with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication that the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 15x1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 912 kilopascal, the balloon ruptured. The device was removed together with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.